Event description:
It was reported by the field service technician that the ventilator's turbine would not start. Found pinched turbine wires between rear weldment and turbine manifold spacer bracket. No insulation damage visible. The pt's mother stated the ventilator did not cycle for 30 seconds while connected to the pt. No pt harm reported.

Manufacturer narrative:
Na